Event description:
It was reported that the programmer had a damaged printer. The programmer was returned for service. It was analyzed and tested out of specification. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer drawer was damaged. It was also noted that the media bay door latch was damaged, the system fan was noisy, and further investigation found that the emergency pacing button was not functioning, after the connection of the flex tape to the printed circuit board was reseated, the button functioned normally. (B)(4).